Event description:
Potential for injury associated with a joystick on a tdxsp-mcg power chair with a 10-second delay in turning off. This creates the potential for unintended movement when the user exits the chair and may contribute to injury to the user and bystanders.